Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the representative was unable to replicate the reported issue. It was noted that the surgeon did not follow the true position of the instrument in the application software. The system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while in a spinal fusion, a 3-4 millimeter imprecision was observed in the posterior direction when using the universal drill guide (udg). The representative suspected that the udg was noted verified properly. The surgeon opted to complete the procedure compensating for the imprecision. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.